Manufacturer narrative:
(B)(4). The device history record (DHR) for 00515048200 lot number z000010365, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from (B)(6) that the surgical team noticed a smell and traced it to the battery pack, at this time there was smoke and a lot of heat radiating form it. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Customer has indicated product is in process of being returned to manufacturer for evaluation. Once evaluation and investigation is complete, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the surgical team noticed a smell and traced it to the battery pack, at this time there was smoke and a lot of heat radiating form it. Once finished being used the battery pack was disconnected and opened, it was noticed the batteries looked like a lot of heat had been passed through them and they stayed hot for a long time post case. They were packaged up and kept to be given back to the rep, this was done two weeks after it had happened. There was no harm and no delay and an additional device was not needed to complete the procedure. No adverse events were reported as a result of this malfunction.